Event description:
Customer reports to have experienced a blank display screen, bad battery alert, cracks and corrosion at battery compartment, and no delivery alarm. Customer also states that boluses were not reflected on history screen. Customer's blood glucose was 479 mg/dl. During troubleshooting, it was found that boluses appeared in bolus history. Customer was advised that insulin pump would need to be replace. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).